Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction of the ipg it was just there was no intrinsic atrial activity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that issues were noted on an electrograms (egm) approximately one month post implant. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.